Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
The hand pieces not working, this happened before starting the surgery, during instruments preparation. The device made an irregular cut. There was no additional or delay in the medical intervention due to the malfunctioning of the product. No adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Conclusion summary: on december 9, 2018, it was reported that the handpiece was not working. The device made an irregular cut. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was june 8, 2017 where it was reported that the device stopped working and the machine head, control bar, throttle lever, cord assembly, motor and eccentric shaft were replaced. This is not a related issue. Product review of the electric dermatome on february 8, 2019 revealed that the device was within calibration specifications. The device operated outside motor speed specifications and it was noted that the motor ran erratically. Repair of the electric dermatome was performed by zimmer biomet surgical on february 8, 2019 which included replacement of the cord assembly, motor, eccentric shaft, thickness control shaft and various bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device operated outside motor speed specifications and was said to run erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated outside motor speed specifications and was said to run erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.